Manufacturer narrative:
The product was manufactured on 9/13/2013. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A sample was received for evaluation. After a visual inspection the issue reported was confirmed. Visual inspection was in accordance to procedure. According to the sample evaluation the potential root cause that triggers this failure mode could occur during the assembly process due to a lack of solvent between the tube and the bolus connector. This condition is caused when the method of application of the solvent is not followed by the operator. As a mitigation plan: the production personnel were notified about the condition. The acceptable quality level (aql) for the sub assembly inspection was moved from normal to tighten in the functional inspection. A quality alert was posted in the line to reinforce the manual assembly and to bring awareness to the operators about the most critical sections that must be covered with enough solvent. In order to improve the bonding process a new fixture will be designed to improve and standardize the solvent application between the tip connector to the bolus tip and hollow rod connector. A new fixture will be placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding tube. The customer states that during use of a pt, after 26 days of intubation, the catheter broke at 5cm distal end when the pej kit was being removed. The catheter broke off while in the pt and the product was detached when the guide wire got caught inside the pt for replacing. The catheter got caught on the guide wire by chance and the catheter was removed with it. There was no pt harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.